Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the first image shows three used trocars with body fluids of different product codes inside a plastic bag. The second image shows an unknown black material. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, black rubbery material found in abdominal cavity whilst still in use. Replaced ports. Surgery completed, delayed - 15 mins patient discharged as per standard protocol. No patient consequences.